Manufacturer narrative:
The navigation system was analyzed on-site by the manufacturer representative. During the inspection, the reported issues could not be replicated. The system checkout was completed with no findings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a fess procedure. The sales representative reported that the emitter was not functioning as intended, and the surgeon was failing registrations. The user reached out to to the rep, who video conferenced with the facility and confirmed they had a good set up. The emitter values were unavailable; however, the instrument verified fine. In an effort to troubleshoot, the emitter was moved to the 12 o'clock position, and the right side of the patient's face was not tracking. Navigation was aborted for this procedure, which was delayed by less than an hour. There was no impact to the patient.